Event description:
During a colectomy, the surgeon fired the instrument; however, the anvil did not tilt and it remained in the colon. When the surgeon removed it from the pt, he damaged the anastomosis. He then had to transect the colon and perform another anastomosis.